Event description:
Patient states that the concentrator blew up and started a fire that damaged the carpeting, sofa and blankets that she used to put the fire out. The patient was not injured in any way. Per (B)(6) (the dealer) the unit is fine, there is no damage to the unit itself. (B)(6) states that when they arrived to the patients home the cannula and tubing were on fire not the machine.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5p, serial number/date (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1143482 rev. E (nov-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.